Event description:
Olympus was informed that one pt tested positive for bacterial micro organisms after having undergone an unspecified procedure. It was also reported that four similar device have tested positive for similar micro organisms after being cultured. The four devices have been removed from service. It was stated by the user facility that the reprocessing protocols have been removed from service. It was stated by the user facility that the reprocessing protocols have been followed but the devices continue to fail micro biological testing. Olympus followed up with the user facility via telephone and in writing to obtain additional info regarding the reported event, but with no results.

Manufacturer narrative:
This supplemental report is to provide the laboratory results, and device evaluation results. Based on the microbiological testing conducted by an off-site laboratory, the scope tested positive for bacillus and staphylococcus bacteria. Bacillus thuringiensis and solibacillus silvestris are common environmental contaminant and not considered clinically significant. Staphylococcus warneri is a common skin organisms, not considered particularly pathogenic. The organisms were recovered from the forceps elevator recess. The device was eto sterilized by the off-site laboratory before returning to olympus. A borescope was used to examine the internal instrument channels and found no foreign material. A visual inspection was performed on the forceps elevator and found no foreign material inside. The device passed leak test. There were minor damages noted on the device, however, this would not likely cause the reported phenomenon. The device was serviced and returned to the user facility.

Manufacturer narrative:
The device referred to in this report has not been returned to olympus for eval. As part of our investigation process with this report, an olympus rep has been scheduled to visit the user facility to observe their reprocessing practices and provide additional in-service training. The exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted if additional and significant info becomes available later. Please cross reference the associated reports for the other three complaint cases: 2951238-2014-00643, 2951238-2014-00643, 2951238-2014-00645.